Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a thoraco / lobectomy procedure. Due to intraoperative rapid diagnosis, the procedure was shifted from segmental resection to lobectomy. The surgeon fired several firings to the pulmonary parenchyma and interlobar tissue with no problems. For the sixth firing to the pulmonary vein, connected the reload to the manual stapling handle. Tried to squeeze the handle, however, could not. Replaced with a new reload and connected to the original manual stapling handle, and the firing was completed with no problem. The following seventh and eighth firings were also successful. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.